Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this family member contacted (B)(4) to report that this patient had died. The family member commented that the "device was designed to save his life, but it didn't". The family member wanted to understand the circumstances surrounding the patient's death. The family member was referred to the patient's physician to discuss further. Boston scientific received information that the field clinical representative investigated further and found that the last device transmission occurred on (B)(6) 2016 and normal device function was identified. The patient died on (B)(6) 2016 and there was no report on the cause of death.